Manufacturer narrative:
Other text: h3: one cadd solis vip pump was received with minor scratched on the lcd screen. The event history log was reviewed and there were "cassette not attached properly" message. Functional testing was performed by attaching a cassette to the pump. The functional test failed and this was verified via mu status mode. A cassette not attached properly error alarm emerged during the functional test. The mu mode also showed a nonreactive downstream occlusion sensor (dso). The dso sensor will be replaced to resolve the issue.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited cassette not attached properly alarm. No adverse effects reported.